Event description:
The hospital reported that t.w. Power supply s/n(B)(4) was not producing power or was intermittent. They think it may have been dropped, the case is cracked. It is out of warranty. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID (B)(6). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Manufacturer narrative:
Trackwise#: (B)(4). A lot history search is not applicable because this is a reusable, OEM device. Due to the age of the device, a c of c is not readily available on-site.

Event description:
N/a.